Event description:
It was reported that, rupture of the urethral balloon occurs during the patient's indwelling urinary catheter, and the urinary catheter dislodges on its own, resulting in leakage of the patient's urine and causing serious injury.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.